Event description:
Information received by medtronic indicated that the insulin pump battery was running too quickly at initial eight days. Customer also stated that they had low battery alarm and short battery life and battery was not lasting more than 1 week. Customer stated that they changed batteries and display brightness was not greater than three. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.